Event description:
The device delaminated after placement into the abdominal cavity through a trocar. The device was removed and replaced with another device. No adverse patient consequences were reported.